Event description:
Hose ruptured in operating room. There was no pt impact. "Sounded like a gunshot." The motor was not being used for drilling at the time, and the foot pedal was not depressed. A small round piece flew off of the hose, but was retrieved. It did not come in contact with the pt or any hospital staff. The surgeon was delayed 45 minutes while they re-draped.